Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors were distorted, all conductors had blood/body fluid (not obstructed), the outer insulation was breached cut, and the outer insulation had a cosmetic depression. (B)(4) the full lead was returned and analyzed and found the helix disengaged from helical channel. The inner tubing was kinked/buckled, there was blood in/on the helix/lob mechanism (sleeve head), and blood in/on the helix/lobe mechanism.

Event description:
Pocket erosion was reported. The leads were removed and not replaced. No further patient complications have been reported as a result of this event. The right ventricular lead was returned, analyzed and subsequently tested out of specification.